Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. Release criteria was not met and the closure device was fully recaptured. During recapture the was became kinked. The procedure was discontinued and the patient fully recovered.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman access system (was) with the dilator outside of the sheath. The hub, sheath, and tip were visually and microscopically inspected. Inspection revealed the sheath was kinked and compressed in a pleated fashion 3.5cm to 7cm proximal of the tip. Sheath kinks were identified at 18cm distal of the strain relief and 36cm proximal of the tip. The tip was folded inwardly and torn. Damage to the tip of the device also included polytetrafluoroethylene (ptfe), delamination from the inner sheath wall. No other damage or defect of the device was identified. Product analysis confirmed the reported event of a was kink as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. Release criteria was not met and the closure device was fully recaptured. During recapture the was became kinked. The procedure was discontinued and the patient fully recovered.